Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular lead was surgically abandoned due to lead impedance measurements greater than 2500 ohms. A review of the daily measurements displayed an increase in impedance several months ago, indicating possible lead fracture. There were no adverse patient effects reported.